Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Pneumoperitoneum is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021 , patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. At 11pm, patient experienced pain and CT scan of abdomen was done which reported pneumoperitoneum. Patient was kept on nothing by mouth (npo) status , and IV antibiotics metronidazole and cefuroxime were started. On (B)(6) 2021, patient had an episode of convulsion like movement/dyskinesia, loss of consciousness and was moved to intensive care unit (ICU) , CT scan of brain was done and patient was treated with anticoagulant innohep injection. Patient was moved to general medical ward the following day and was alert but had some confusion. Patient received total parenteral nutrition (tpn) via PICC (peripherally inserted central catheter). On (B)(6) 2021, patient had a drain placed post pneumoperitoneum, fluid sample was taken which showed candida albicans and gram positive rods. Patient was treated with IV antibiotics tazocin. It was reported that the patient also had dry cough since admission and had nebulizer treatment. On (B)(6) 2021, it was reported that the pneumoperitoneum resolved. Over the weekend, the patient had elevated body temperature and IV antibiotics were continued and patient remained confused on and off. On (B)(6) 2021, patient was more alert and coherent and patient was treated for respiratory tract infection. It was reported that the patient's status has improved and noted improvement in parkinson's symptoms with duopa therapy.